Event description:
It was reported that during a procedure of the heavily tortuous, moderately calcified, distal left anterior descending (lad) artery, multiple xience pro stents were implanted. Proximal shaft separation occurred during the direct stenting attempt while forcefully introducing a 2.5 x 18 mm xience pro against resistance in the very distal lesion after 2 acute bends; the device was removed without issue or resistance. Pre-dilation was performed with a 1.5 x 15 mm non-abbott balloon dilatation catheter and a xience pro was implanted to finish the interventional successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: balance middleweight. Guide cath: 6f ebu 3,75. Sheath: input 6f. Excessive force and no pre-dilation. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience pro everolimus eluting coronary stent system instructions for use (IFU) instructs: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.